Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "tooth abscess", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with harmonyca lidocaine. The patient experienced non-device related "tooth abscess." The same day the patient was treated with amoxicillin. The event resolved ten days later. The patient concomitantly takes desiccated thyroid, testosterone, liothyronine, estrogen, prometrium, esomeprazole, forxiga dapagliflozin, ramipril, spironolactone, bisoprolol, entresto, and desiccated thyroid.